Manufacturer narrative:
(B)(4). Additional information was requested but could not be obtained from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited loss of capture (loc) resulting in asystole of greater than 2 seconds following programming optimization. Device outputs were decreased during the optimization process to preserve battery life. Originally, rv outputs had been set to 3.5 v at 1 ms pulse width. Threshold testing was performed with capture achieved at 1.1 v at 1 ms; the device was then programmed to 2.5 v at 1 ms. While programming did allow for a greater than double safety margin based on testing that day, it did not account for the patient's previous high, but stable, capture threshold of 1.6 v at 1 ms. After pace outputs were increased to 5 v the patient's rhythm returned to a normal and stable rate. The following day rv pace outputs were programmed to 4 v at 1 ms with capture achieved at 1.8 v at 1 ms. No additional adverse patient effects were reported. This system remains in service.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.